Manufacturer narrative:
Correction: previously reported g3 should have been jun 2, 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-23890. It was reported that the patient presented for generator change out procedure. Upon review, the atrial lead exhibited low pacing impedance and low sensing. On (B)(6) 2021, the atrial lead was capped and replaced. During the same procedure on (B)(6) 2021, insulation damage was noted on the right ventricle lead around the area of the suture sleeve and was repaired with adhesive and a suture sleeve. Patient was stable.